Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device went from ten years to six years of battery remaining. It was noted that the patient did not have atrial fibrillation (af). The battery diagnostic data indicated that the precipitous drop in longevity was likely due to signal artifact monitoring (sam) patch loaded. The device has minute ventilation (mv) set to passive and sam was enabled. Also, it was noted that other factor was due to device was pacing at an average rate of eighty three beats per minute (bpm). Furthermore, the boston scientific technical services (ts) suggested running a longevity calculation and came back at six and a half years remaining battery life. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device went from ten years to six years of battery remaining. It was noted that the patient did not have atrial fibrillation (af). The battery diagnostic data indicated that the precipitous drop in longevity was likely due to signal artifact monitoring (sam) patch loaded. The device has minute ventilation (mv) set to passive and sam was enabled. Also, it was noted that other factor was due to device was pacing at an average rate of eighty three beats per minute (bpm). Furthermore, the boston scientific technical services (ts) suggested running a longevity calculation and came back at six and a half years remaining battery life. The device remains in service. No adverse patient effects were reported. Additional information received after performing another data analysis indicated that the device appeared to be operating normal and there was no indication of device malfunction. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.